Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by the customer removing the endoscope from arm 2, manually rotating the endoscope collar until the orientation matched what was selected on the da vinci (30 down) and then pressing then instrument clutch button to cancel guided tool change, and re-install the endoscope. Customer confirmed the issue is now resolved and the arms are all moving in the correct direction. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the robotic arms were moving in the opposite direction when the hand controls were operated at the console. The tse confirmed the use of a 30-degree endoscope and instructed the customer to remove the endoscope from universal surgical manipulator (usm) 2, manually adjust the endoscope collar to match the selected orientation on the device, press the instrument clutch button to cancel the guided tool change, and then reinstall the endoscope. The issue was resolved with the arms moving correctly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with customer and obtained the following additional information: I was not present when this occurred.